Event description:
It was reported that a device was used during an unknown procedure. The device gasket tore. There was no consequence to the patient. No further information concerning this event.

Event description:
The stapler was used during a colon resection. It was reported that the stapler was difficult to remove. The stapler was removed and inspected. There were two complete donuts but when the anastomosis was checked a leak was identified. The case was completed by performing a ileostomy. There was no further patient consequence.